Event description:
It was reported that a malfunction code appeared on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and was advised to continue using it, with instructions to call back if the malfunction code reoccurs, which the customer acknowledged and understood.